Event description:
I got a knee implant, but can not get model number or any other ID number or serial number. No way to track recalls. I cannot get the card from hospital, or the doctor. That you get after implant. I don't know what's in my body in need to know. My knee stays hot, big, sore. The doctor will not see me anymore because I have been asking for the card or report with serial and model numbers. The name of the knee implant is smith and nephew.